Manufacturer narrative:
Date rec¿d by MFR : 23jul2019, date of report : 12aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen failure issue, and a record of system restart was remaining in the log. The fse replaced the touchscreen, and central processing unit printed circuit board assembly to address the reported problems. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported touch screen failure. There was no patient involvement.